Event description:
The customer reported to olympus during unknown procedure, power was off on the video system center. The procedure was completed with a similar product. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered there was no video when the scope was moved due to the failure of video connector and the top cover was in poor appearance. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, for the phenomenon of ¿there is no video when the scope was moved¿, a faulty video connector has disabled the scope-processor communication and ¿no image¿ have resulted. Additionally, for the phenomenon of ¿no power/intermittent power¿, the cause of the faulty power could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.